Manufacturer narrative:
H.6 investigation summary: customer returned one (1) loose 29gx12.7mm, 1ml bd insulin syringe from lot 7296924. Consumer reported drug leaked. The returned syringe was examined. Visual inspection of the syringe found that the plunger and stopper mover freely within the barrel and there was enough adhesive to hold the cannula in place. A leak test was performed per tp700174. When the tip of the cannula was inserted into the colored water to draw it up into the syringe, it did not draw into the syringe. When the cannula was put further into the colored water and the plunger pulled back, the colored water did draw into the syringe. The tip of the cannula was put into a silicone stopper, the syringe was loaded into the leak test station and a calibrated weight was placed onto the plunger thumb press. The colored water then sprayed out the side wall of the cannula. The syringe was placed under scope, but the hole was too small to be seen. Process summary: this operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. This extremely uncommon defect comes from the cannula vendor. The leak test, per tp700174, is performed at the beginning of each shift. All the leak tests performed during the production of this batch passed. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. Light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. This extremely uncommon defect comes from the cannula vendor. The leak test, per tp700174, is performed at the beginning of each shift. All the leak tests performed during the production of this batch passed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that leakage occurred before use with a syringe 1.0ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter. "Drug leaked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred before use with a syringe 1.0ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "drug leaked."